Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the pacemaker was noted to be in back-up vvi mode. The device was reprogrammed without incidence. The patient tolerated the procedure well with no issues.